Event description:
It was reported that during a thrombectomy procedure, there was a catheter (subject device) kink that caused fracture of the distal segment. The physician had to snare the broken catheter and pull it out of the patient. According to the physician, the break was caused by a difficult anatomy. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the catheter proximal shaft was kinked and compressed (flattened) distal to the strain relief. No anomalies were observed with the proximal lumen. Functional evaluation could not be performed due to the anomalies found on the catheter. Additional information provided by the customer indicated that the device was removed properly from the hoop and that the surgeon felt the patient's "difficult anatomy" contributed to the event. The reported separation could not be confirmed. As a result the cause code of not confirmed was assigned to the as reported catheter break.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a thrombectomy procedure, there was a catheter (subject device) kink that caused fracture of the distal segment. The physician had to snare the broken catheter and pull it out of the patient. According to the physician, the break was caused by a difficult anatomy. There were no clinical consequences to the patient.